Event description:
In early 2009, the patient reported that his blood glucose had been "outrageously high" for the last "couple of weeks." He questioned if the infusion device was delivering insulin accurately. During a report for another concern on the same day, the patient reported that his blood glucose had been elevated to over 700 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.